Event description:
It was reported that during a laparoscopic gastric band procedure the devices were leaking, they were using 5mm instruments and a camera. Two more devices were pulled to complete the case with no patient consequence. The surgeon stated that the patient is experiencing more shoulder pain post-op than more. The surgeon stated that he thinks it is because of the increase flow of co2.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)